Event description:
When newly purchased wire cutters were used under normal circumstances, the cutting edge fractured and broke off.

Manufacturer narrative:
Possibly cut wire that was too thick or harder then the instrument was designed to cut causing the breakage.